Event description:
A customer had a problem wtih the kendall dialysis catheter. The customer alleges "the guide wire got stuck inside the lumen of the introducer needle; it had to be removed and the pt needed to be re-stuck. No pt injuries.